Manufacturer narrative:
(B)(4). Date sent: 10/31/2021. Additional information was requested and the following was obtained: could you please clarify if there were any patient consequences? : no. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? : no.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: patient current status? - stable. Date of event: (B)(6) 2021. Hospital: (B)(6). What procedure was the device used in? Colonic procedure. Could you please provide device details (product code/lot#/batch#)? Ethicon stapler. Could you please provide more details for device malfunction experienced? Device was difficult to fire. Did the device cut? No. Did the device staple? Yes. If the device stapled/fired, was the staple line complete? Yes. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Yes. Did the device fire? Yes. Did the device open? Yes. Was the device difficult to close on the tissue? Yes. Was the device difficult to fire? Yes - difficult to fire. Was the device difficult to open? No. On which firing did this occur? First firing. Did the tissue retaining pin lock into the correct position? Yes. Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure there was a leak.